Manufacturer narrative:
Correction/removal report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. It was further reported the patient did not observe any issues with the minicaps prior to use. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (completed). According to the reporter, the patient experienced relapse peritonitis 15 days after initial onset of the peritonitis. At the time of this report, the patient outcome was not reported. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Additional information for h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.